Event description:
The manufacturer received information alleging a ventilator's active exhalation valve failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's proportional valve and three way solenoid valve were replaced to address the issue. The device had evidence of contamination. The overhead blower filter was found to be clogged and was replaced to address the issue.